Manufacturer narrative:
Product ID 8709, serial# (B)(6), implanted: 2006-(B)(6), explanted: 2013-(B)(6), product type catheter product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that in 2006 or 2008 the patient developed an infection around the pump and catheter and "they had to lower it down where there weren't any nerves". It was not known what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.